Event description:
A report was received that patient's ipg was not charging. It was believed that electrocautery might have been used from a previous brain surgery. The patient underwent an ipg replacement procedure, and it was successful. It was also noted that one of the leads was nonfunctional. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Event description:
A report was received that patient's ipg was not charging. It was believed that electrocautery might have been used from a previous brain surgery. The patient underwent an ipg replacement procedure, and it was successful. It was also noted that one of the leads was nonfunctional. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Section d4 other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description #: linear st lead, 50cm, model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that patient's ipg was not charging. It was believed that electrocautery might have been used from a previous brain surgery. The patient underwent an ipg replacement procedure, and it was successful. It was also noted that one of the leads was nonfunctional. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that one lead had eight contacts with high impedances. Sc-1110-02 (sn: (B)(4)) ,device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint was confirmed. The analog integrated circuit (aic-u1) was damaged. The analog integrated circuit damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Root cause of the analog integrated circuit damage could not be determined.